Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. The lead was diagnostically imaged and externalized conductors were observed. No electrical anomalies were detected. Lead remains implanted. Patient will be monitored.

Event description:
New information received notes that the lead was returned for analysis.

Manufacturer narrative:
Externalized conductors due to external insulation abrasion were noted at 7.9-10.4cm from the tip electrode, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Internal insulation abrasion was noted at 8.0-8.5cm from the tip electrode. The etfe coating was intact at this location.